Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the "formula was not running" and that the pump would shut off. Mmd made multiple attempts to follow up with the initial reporter, but they were not successful. They did not report the patient experiencing any adverse effects due to the complaint. No other information was provided. [Complaint-(B)(4)].